Event description:
Boston scientific crm received info for a cardiac resynchronization therapy defibrillator (crt-d), defibrillation, and transvenous leads were explanted. The left ventricular lead, requiring an adapter, was cut and surgically abandoned. This all occurred due to a pt's infection and erosion related to these products. No further adverse pt effects were reported.

Manufacturer narrative:
Method: review and confirmation of mfg records was performed. Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing sys. We are unable to determine if the subject device contributed to the event.